Manufacturer narrative:
Insulin pump received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was scratches on the lcd screen. The customer¿s blood glucose was unknown. Troubleshooting was performed for damage and noticed that the customer can not read the display. The insulin pump will be returned for analysis.